Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k053529.

Event description:
On (B)(6) 2011, the lay user/patient's relative contacted lifescan (lfs) alleging that the patient's onetouch ultra2 meter was reading inaccurately erratic. The medical surveillance specialist (mss) was unable to reach the lay user/patient or patient's relative for follow-up questions. The complaint was classified based on the customer care advocate (cca) documentation. The patient's relative reported the alleged issue began approximately a month and a ½ ago prior to contacting lfs. The patient's relative reported erratic readings were obtained from the subject meter performed within 20 minutes of each other; however a reading of "343 mg/dl" was the only one provided. Although the other results were not specified, the cca noted that the calculated difference of these glucose results based on the relative's statement did not exceed the expected value of <= 20% and/or <= 20 mg/dl. The relative indicated the patient manages his diabetes with insulin. According to the relative, the patient increased his dose of medication as a result of the alleged issue; however the type and dose was not specified. Approximately 2 weeks after the alleged issue began, the relative stated the patient passed out. In response to the symptom, the patient was admitted to the emergency room (ER) for assistance. According to the relative, the patient was administered insulin; however the reason for administering insulin is not known. At the time of the ER, the relative indicated the patient was tested by the ER/hospital meter; however the relative does not recall the result or when it was taken. At the time of troubleshooting, the cca noted the subject meter's unit of measure was set correctly and the results obtained were from the same approved sample site. Replacement products were sent to the patient. This complaint is being reported because the patient's relative claims the patient obtained inaccurate reading(s) on the subject meter, administered treatment based on the alleged result(s), and reportedly developed symptoms suggestive of severe hypoglycemia requiring hcp treatment after the alleged meter issue began.